Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined due to insufficient information. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The distributor reported two false positive results when testing a patient with the mckesson consult diagnostics hcg urine tests cassette. The patient took an at-home pregnancy test that yielded a negative result. The patient stated that she was unable to receive the correct medical attention because of the false positive results, however no adverse health outcomes were reported. Three attempts have been made to request further details, however the customer has been unresponsive.